Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that the patient states their recharger is broken. Patient states every time they go to try and charge the implant they have end up resetting the recharger. Patient states they will get it connected and it will say recharge quality is excellent and then it immediately goes back to searching for the device when they didn't move. Patient states they have recharged 3 times and each time has run into this issue. They wear the recharging belt, has moved the recharger around to different spots which only makes it more of an issue because it won't connect at all, has reset the recharger by holding it down past the time when the lights go out as their physician suggested and still has this continued issue. Patient states they can feel where the implant is located and did state they feel one side it poking out more than the other. Patient services reviewed information regarding recharge coil and possible effects of having a tilted implant in the pocket site. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace recharging equipment. If this doesn't resolve the issue, patient services recommended taking equipment to next follow up appointment to continue troubleshooting recharging. No symptoms reported. Additional information was received from the patient. They reported that a provider was with the patient to request assistance with recharging. Pocket assessment showed that implant might be at an angle since the caller can only feel half the implant. With the patient leaning over the table the caller was able to start a recharge session with excellent connection. The patients implant was at 10% and therapy was off. Technical services heard someone in the background acknowledge the fact that the implant de pleted at one point and was the likely cause of therapy being off. Connection was maintained and the caller satisfied that its working for the patient and they will stop the session and try again to make sure the patient was able to charge. A letter received from the patient indicated that the new recharger did not resolve the intermittent recharging. The most likely cause was a tilted implant. They confirmed meeting with their healthcare professional on february 10th. The next steps were said another appointment with a manufacture representative and potentially another surgery. The issue was not resolved.